Event description:
Customer reported issues with the insulin pump. Customer states that thre is a battery out limit. Customer states that the blood glucose reading is 283 mg/dl. Nothing further reported.